Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient has an abscess due to an infection on their left side. As a result, the patient underwent surgical intervention (B)(6) 2021, during which the lead was partially explanted. The infection later cleared.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.